Event description:
Clinic notes were received for a vns pt being referred for generator replacement due to end of service. The pt¿s seizures appear to be under good control, per the clinic notes dated (B)(6) 2012. However, it was noted that the generator was now at end of service, and high impedance was detected. In the notes dated (B)(6) 2011, the physician reported that the pt has had ¿improved control on vns,¿ and the generator was not at end of service. The neurologist reported that no pt manipulation or trauma is believed to have contributed to the high impedance. No x-rays are being taken. The neurologist elected to not disable the generator because the pt is reportedly doing well. The neurologist is aware of the risks. No other diagnostics were available. Although surgery is likely, it has not occurred to date. A battery life calculation was performed with the history available in the in-house database, and the results were negative yrs until eri=yes.

Event description:
Product analysis was completed on (B)(4) 2012. Note that a small portion of the lead assembly (body), including the anchor tether and portions of the electrode quadfilar coils, were not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. There is evidence to suggest a discontinuity in the returned portions of the device which may have contributed to the high impedance. During the visual analysis, abraded openings were observed on inner silicone tubing 1 (with a melting appearance on portions of the surface) and quadfilar coil 1 appeared to be broken near the end of the electrode bifurcation. Scanning electron microscopy (sem) was performed and identified the areas as having extensive pitting which prevented identification of the coil fracture type, mechanical damage and residual material. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. It is unknown exactly what caused the inner silicone tubing 2 and quadfilar coils 2 to melt. Based on the obvious signs of melting on the coil surface, it is possible the thermally-damaged inner silicone tubing and quadfilar coil were exposed to a high temperature device such as a cauterizing tool (electrosurgical unit) during the explant of this lead. With the exception of the observed discontinuity, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The resistance measurement taken during decontamination verified an electrical and mechanical contact between the generator and connector pin at one point in time. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The patient had generator and lead replacement surgery on (B)(6) 2012. The explanted products were received by the manufacturer on (B)(6) 2012. The return product form indicated the reason for replacement as "malfunctioning vns/broken lead" with eri=unknown. Product analysis for the lead has not been completed to date. However, product analysis was completed for the generator. The generator was confirmed to be at end of service. An open can measurement of the battery voltage determined that the battery was depleted. The end of service condition was the result of normal, expected battery depletion. The device performed according to functional specifications. No abnormal performance or any other type of adverse condition was found with the generator.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.